Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported it was unknown if any troubleshooting or diagnostics had been performed and it was unknown if any interventions had been planned or taken. There was no new information on if the issue had been resolved.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported via a manufacturer representative that the patient had symptoms of lying bed with excessive bed phlegm, cough, powerless/weakness after implant so a tracheotomy was done. Prior to implant, the patient suffered from axial symptoms such as increased oral secretions, choking cough, and low voice for a long time. The patient¿s health care provider (hcp) had informed them of the surgical risk. The hcp did the tracheotomy due to the symptoms after implant. The patient¿s family was not satisfied with the treatment and refused to leave the hospital.